Event description:
The stent was deployed for a threatened closure of the right coronary artery. After deployement, a distal dissection occurred. Another stent was then placed distal to the first stent deployed. An attempt was also made to place a third stent distally, but it would not pass.